Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Base on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported via voluntary medwatch (B)(4) that a pt had a right angiogram for which a 6f angio-seal device was used. There were no problems post-procedure in the recovery room. Twenty-four hours later, when the pt got up from the hosp bed, he experienced increased pain and swelling. Surgery was performed on the pt, and it was reported that there was a pseudoaneurysm distal to the stent.